Event description:
Additional information received from the consumer reported the battery was no longer charging and it "went out again." It was noted the consumer had previously been able to get therapy going again, but it worked again for less than a month and then "went out again," and was unable to charge. The consumer was having a lot of neuropathic pain, and experienced a loss of therapy, but they weren't able to use their therapy for it due to not being able to charge the battery. It was noted the consumer dislocated their artificial hip on (B)(6) 2016 and then had a fall on (B)(6) 2016 on their right side. The consumer thought she dislocated her hip and she thought it "activated" her neuropathic pain. It was noted the consumer hadn't used their implantable neurostimulator (ins) a lot because they were in chiropractic care for their left foot which was damaged in 2013 when she had her left hip replaced, so she had neuropathy and her left foot wasn't working and not circulating the blood so they weren't able to walk well which led to the fall. An appointment was scheduled with the healthcare provider (hcp) for (B)(6) 2016, but it was later determined that hcp didn't deal with permanent ins's so they were looking for other hcp's.

Event description:
The patient reported poor communication, it was noted that they were not able to communicate with the recharger or programmer. It had not been working for the last five days. The patient was going to out of the country the following month and may just wait until after they got back. It was noted that it hurts when they were lying on the antenna to charge for 2-3hours because it was hard. It was noted that the last time the patient felt stimulation was unknown as well as when the last successful recharge session. Other relevant medical history includes spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that after her device stopped working, she wasn¿t able to locate a physician who was willing to replace it. The patient reported that she found a doctor who was willing to perform a replacement, however he didn¿t work with the manufacturer¿s devices. The patient reported that she ended up having a replacement with another manufacturer¿s device in (B)(6) or (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.